Event description:
It was reported that after primary stenting (contrary to IFU) a mid rca lesion, a post-dilatation was performed with the sds balloon above rated burst pressure at 18 atm (contrary to IFU). A vessel perforation was identified within the stent and four additional stent were deployed in the artery to successfully stop the bleeding.